Manufacturer narrative:
(B)(4) the report that the guide wire kinked was confirmed through examination of the returned sample. The guide wire had one kink towards the distal j-bend. The returned guide wire and catheter met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found a kink in the guide wire. So the md opened up the new kit to finish the procedure."